Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances caused by a fractured lead extension. The patient underwent a revision procedure where the lead extension was replaced. After replacing the lead extension there were still high impedance measurements present. The implantable pulse generator (ipg) was replaced. Additional information was received indicating the correct event date of the high impedances.

Manufacturer narrative:
Device technical analysis: visual inspection of the returned lead extension revealed that the lead extension tail was completely separated from the lead extension connector. It appears that excessive mechanical force was exerted from the lead extension tail, resulting in its separation from the lead extension connector and causing the reported high impedances. Additionally, the lead extension was cleanly cut approximately 12 cm from the proximal end. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. The returned ipg passed visual inspection, however high impedances measurements were observed on a known good load board and remote control. X-ray inspection revealed fractured feedthrough ground and bluetooth wires. The cause of the fractures was not determined as this device was implanted subcutaneously which is in accordance with the instructions for use (IFU). Device history record review: a review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a labelling review was performed, and it did not reveal any anomalies as it states failure or malfunction of any of the device components, including but not limited to lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits may lead to a loss of adequate stimulation and may require explant or reimplantation and are known risks associated with the use of dbs therapy as documented in the instructions for use (IFU). Investigation conclusion: based on the available evidence, the reported occurrence of high impedances was confirmed. The issue was attributed to excessive mechanical force applied to the lead extension tail, which caused it to detach from the lead extension connector. This separation led to component failure and the observed high impedances. X-ray examination of the ipg identified fractures in the feedthrough ground and bluetooth wires. However, the root cause of these fractures could not be determined, as the observational findings confirmed that the ipg was implanted subcutaneously in accordance with the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances caused by a fractured lead extension. The patient underwent a revision procedure where the lead extension was replaced. After replacing the lead extension there were still high impedance measurements present. The implantable pulse generator (ipg) was replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 542878, UDI: (B)(4). Initial reporters phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances caused by a fractured lead extension. The patient underwent a revision procedure where the lead extension was replaced. After replacing the lead extension there were still high impedance measurements present. The implantable pulse generator (ipg) was replaced. Additional information was received indicating the correct event date of the high impedances.